Manufacturer narrative:
Product event summary: the delivery system was returned, analyzed, and no anomalies were found. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. There was a visual observation with the delivery system. The analyst noted only a partial delivery system was returned without the device, tether, and tether pin. The delivery system was returned in the deployment position on the handle and inner shaft. There is blood on the tube at the proximal end of the delivery system. There is blood in the t-arm luer inside of the handle. There is blood in the luer housing. Flush test requires to have the tether lock in the locked position and had passed the test with no leaks in the handle. If the tether lock were to be in the unlocked position, fluid will back flow through the tubing on the back of the handle and may get into the handle and flow out to the front of the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg) delivery system significant leaking of fluid from the delivery system handle was noted in the area of the delivery system deflection slide. Adequate contrast views were obtained during the procedure, and the delivery system was used to successfully implant the ipg. No patient complications have been reported as a result of this event.